Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) that appeared on the home choice (hc) during initial drain. The technical service representative (tsr) explained that air had entered the system and had the home patient (hp) recycle power to clear the alarm. The tsr explained that the therapy had ended. The tsr instructed the hp to start over with new supplies.the hp was connected at the time of the alarm and had not disconnected prior. The cause of the alarm was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report.